Manufacturer narrative:
The reported event of the guidewire punctured through the insulation was confirmed. As received, a complete lead without the guidewire was returned in one piece for analysis. Visual inspection of the lead found the guidewire punctured through the insulation at the s-curve region consistent with procedural damage. Electrical testing was normal.

Event description:
It was reported that the patient presented to a scheduled procedure. During the procedure, the guidewire punctured through the left ventricular lead. The lead was not used, and a new lead was implanted. The patient condition was stable.